Event description:
It was reported that this was the patient's third implanted pump (see manufacturer's report number 6000030201008275 related to event with first pump, and manufacturer's report # 3007566237201008286 for event related to second pump). The third pump was implanted in 2007, and since then the patient has had "at least six surgeries" to try and stop the spinal leak. The patient has had 5 or 6 catheter failures since having the initial pump. Since the 2007 implant, the patient has had a "pocket" around her spine that is collecting spinal fluid. The patient was going in and out of baclofen withdrawal. Withdrawal symptoms reported were: irritability, itching, increased spasticity, pain, vomiting and nausea. The patient was also "in IV dilaudid to help control the pain". The patient was in an ambulance being transported to a hospital. Per the reporter, the physician wanted to place another catheter via laminectomy, with the assistance of a local neurosurgeon. The patient's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).